Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. No blood was observed inside the iab catheter. The pressure and extender tubing were also returned. Photos were provided and reviewed. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cadiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #874725

Event description:
It was reported that the intra-aortic balloon (iab) had been inserted pre-coronary artery bypass graft x3 (CABG). 30 minutes post-CABG at 1955, the console generated a leak in iab circuit alarm and blood was seen in the extracorporeal helium gas line. The pump was put into standby immediately and the extracorporeal helium gas line clamped. The patient was deemed stable throughout this incident according to the surgical team. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).